Manufacturer narrative:
(B)(4). Improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) device during drain four of five. The home patient (hp) was connected at the time of the alarm. The hp reported that they had disconnected and reconnected right before the hc began to alarm. The technical service representative (tsr) instructed the registered nurse (rn) to cycle the power on the hc to clear the alarm. The rn had the manual supplies, so that the hp could complete their therapy. There was no adverse event indicated at the time of the report. No additional information is available.